Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The peripheral orbital atherectomy device instructions for use states, "use of the oas is contraindicated in the following situations: ...the target lesion is within a bypass graft or stent." Date of event: the date entered is the date of publication. Neupane s, basir m, tan c, et al. "Feasibility and safety of orbital atherectomy for the treatment of in-stent restenosis secondary to stent under-expansion," catheter cardiovasc interv. 2020;1-6. Https://doi.org/10.1002/ccd.28675. Csi ID# (B)(4).

Event description:
Neupane et al., 2020 - a literature article was published and indicated the following: there was one case in which stent struts were broken into pieces with the use of 1.25 solid crown peripheral oa system. Stent struts were extracted wrapped around the oa drive shaft, and the stent portions not retrieved were trapped by a drug eluting stent.